Manufacturer narrative:
To date the lens remains implanted, therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's tecnis toric lenses in both eyes had rotated post implant. The degree of lens rotation in the right eye (od) was 14 degrees and the left eye (os) was 15 degrees. The patient's visual was acuity was affected and repositioning of the lenses is planned but has not yet been scheduled. The patient treatment or prescription: right eye (od): 20/80-2, left eye (os): 20/40sc (sans correction). No further information was provided. This complaint record is lens model zct375 for patient's right eye (od). A separate MDR report will be submitted for the patient's left (os) eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned as to date, the lens remains implanted. A product investigation could not be performed; therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection where results show all dimensions were within specification. Optical measurement is performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses and includes instruction for careful positioning of the lens at implant. Based on the investigation results, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.